Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204 / damaged connector) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and would not latch. The cause of the code 204 and inability to communicate is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and had a damaged connector.